Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 40, blood glucose reading 120mg/dl. Troubleshooting occured. It was also reported that the customer's had a bent cannula. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.